Event description:
Procedure: roux-en-y bypass. Reportedly, after pulling the black knobs back, to open the jaws of the instrument, the staple line appeared to slowly open and the staples appeared to be malformed. The surgeon opened the pt and sutured the jejunem closed.